Manufacturer narrative:
The insulin pump was unable to perform displacement test due to partially broken reservoir tube lip. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring, missing end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that top of the reservoir compartment is damaged on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.